Manufacturer narrative:
Hematomas are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Event description:
It was reported that a patient experienced intraparenchymal hematoma of brain that needed surgical intervention - craniotomy for evacuation of hematoma. Patient was hospitalized form (B)(6) 2022 and discharged on (B)(6) 2022. The event was indicated as resolved on (B)(6) 2022.